Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It was reported through a patient¿s forum in internet, "chronic groin pain 8 months after anterior right hip replacement has brought me to this board where I am finding what doctors say is very rare that it is indeed not rare but very common. [...] I had anterior right hip replacement in (B)(6) 2017, and had stryker ceramic implants. The hip implant manufacturers changed their diameters of the femoral head several years ago and I feel that is the cause of a lot of groin problems."